Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the m31 air detected in cassette warning occurred in a drain. The patient cancelled the treatment and fluid was discovered during power fail recovery. Fluid was not discovered in the pump module area. Fluid was not discovered on the external of the cassette. Fluid leaked from an unknown source. The fluid was on the floor. Upon followup the patient confirmed the reported event, stating that they received the m31 air detected in cassette alarm during drain 3 of 4 and subsequently discovered fluid on the floor after cancelling the treatment. No damage was noted on the liberty cycler set or the solution product; the patient was unable to identify the source of the fluid. No fluid was observed in the pump module area or on the external portion of the cassette. The patient confirmed they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient has continued using the cycler for their pd treatments without issue since. The cycler set and solution product were discarded and not available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the m31 air detected in cassette warning occurred in a drain. The patient cancelled the treatment and fluid was discovered during power fail recovery. Fluid was not discovered in the pump module area. Fluid was not discovered on the external of the cassette. Fluid leaked from an unknown source. The fluid was on the floor. Upon followup the patient confirmed the reported event, stating that they received the m31 air detected in cassette alarm during drain 3 of 4 and subsequently discovered fluid on the floor after cancelling the treatment. No damage was noted on the liberty cycler set or the solution product; the patient was unable to identify the source of the fluid. No fluid was observed in the pump module area or on the external portion of the cassette. The patient confirmed they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient has continued using the cycler for their pd treatments without issue since. The cycler set and solution product were discarded and not available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.